Event description:
The customer contact reported the pt had higher blood glucose levels than intended. It was reported that the pt was hyperglycemic and was placed on endotool for glucose management. Specific blood glucose levels were not reported. The pt has reportedly been on endotool for approx 10 hours, and recommendations for dosing were 0 units of insulin with repeat blood glucose levels every hour. At an unspecified time, it was noted that the br and f values in endotool were reading 0. The pt's data was re-entered into endotool, and insulin dosing was then being recommended as expected, with control of the pt's glucose level then being achieved. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned for eval; however, an investigation is in progress, but not yet completed.